Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 03/11/2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately low compared to another device (dexcom) - continuous glucose monitoring. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged inaccuracy began about 4 months ago. About 2 months ago the patient stated that he obtained an alleged inaccurate low blood glucose result of ¿62mg/dl¿on the subject meter compared to ¿94mg/dl¿ on another meter (dexcom). The patient manages his diabetes with insulin pump therapy. The patient detailed that he developed symptoms of ¿wasn't feeling good, tired, fatigued, thirsty, normal high glucose symptoms¿ on an unspecified time after the alleged issue began. The patient stated that he self-treated with ¿novalog 100 units per ml¿ about an hour and a half to two hours later. The patient claimed that on an unknown time he obtained a blood glucose reading of ¿300 something¿ on a onetouch ultra meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. When the patient carried out a control solution test the result fell outside the acceptable range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.